Event description:
Customer's family member reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of lo (<20 mg/dl), 50 mg/dl, 80 mg/dl and 130 mg/dl within 10 minutes. All tests were performed on the fingers. There was no report of death, serious injury or mistreatment associated with this event.